Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2017-00055) orthofix (B)(4) checked the internal records related to the controls made on the device code 54-1139 lot 1501630 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation (please also kindly refer to MFR report 9680825-2017-00055) the returned devices, received on september 6, 2017 were examined by orthofix (B)(4) quality engineering department. The devices were subjected to visual and functional check as per orthofix (B)(4) specification. The visual check evidenced that the marking of both wire tensioners is partially discoloured, probably due to processing cycles. No other anomalies were found. Both devices were then functionally checked using the calibrated gauge code sc3065. Both devices did not pass this test (inner cylinder is stuck inside the tensioner body). The results of the technical investigation concluded that the returned tensioners now did not tension properly as the cylinder of truelok wire tensioner is stuck inside the tensioner body. This is likely due to aggressive reprocessing as made evident by rust and stains on the devices surface. Medical evaluation (please also kindly refer to MFR report 9680825-2017-00055) the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. August 30, 2017: "in this case a male patient of (B)(6) , (B)(6) and 1.75m was having a club foot correction. During the procedure two truelok wire tensioners (54-1139) failed to tension the wire, so the surgeon used another tensioner, described as 'russian', presumably from an ilizarov set. The wires were tensioned and the operation finished. 21 days later two of the wires were loose, and further surgery was carried out to exchange these wires. The patient is well. Questions: which wires were being used for the first surgery? Are we sure that they were tl wires? Which wires were found to be loose on (B)(6)? How many wires were used in the frame overall? Did the tl tensioner work normally for the remaining wires of the frame?". September 16, 2017 with the further information provided: "so the tensioning of the wires was performed with a russian technique, not a russian instrument. The wire is passed through the cannulation of the wire fixation bolt 54-1152, with the locking nut applied but not tightened, and the bolt is then turned with a spanner to tension the wire before the nut is finally tightened. Although very user dependent, in experienced hands this is a perfectly good way to tension the wire; the surgeon will tap the wire while turning the bolt until the correct sound for the desired tension is achieved, and then hold it while tightening the nut. It sounds as though the revision surgery to replace a wire was not entirely because the wire was loose, and none of the other wires has become loose. Therefore we can say that the backup tensioning method worked well and the operation proceeded as planned. The patient came to no harm, and a revision surgery at 3 weeks was for undefined clinical reasons and not because of problems with the tensioners. Treatment is continuing as planned". October 3, 2017 with the results of the technical evaluation: "the technical report makes it very clear that the cause of the failures was incorrect decontamination and cleaning. We should make it clear to the surgical unit that the tensioner is a precision instrument, and it must be serviced correctly after each use for it to function properly. This report confirms that the tensioners failed because of inadequate processing". Final comments (please also kindly refer to MFR report 9680825-2017-00055): the results of the technical investigation concluded that the returned tensioners now did not tension properly as the cylinder of truelok wire tensioner is stuck inside the tensioner body. This is likely due to aggressive reprocessing as made evident by rust and stains on the devices surface. The medical evaluation evidenced as follow: "the technical report makes it very clear that the cause of the failures was incorrect decontamination and cleaning. We should make it clear to the surgical unit that the tensioner is a precision instrument, and it must be serviced correctly after each use for it to function properly. This report confirms that the tensioners failed because of inadequate processing". Orthofix (B)(4) would like to remind strictly following the reprocessing and lubricating instructions provided in the instructions for use leaflet, ref: pq wtn. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information initially provided by the local distributor indicates: devices code: 54-1139 (tl plus wire tensioner with tip); batch number: 1501630-6 and 1501630-4; quantity: 2 (please also kindly refer to MFR report 9680825-2017-00055); hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2017; body part to which device was applied: foot; surgery description: correction; patient information: (B)(6), male, (B)(6), 5'9" with club foot deformity; problem observed during: clinical use on patient; type of problem: device functional problem. Event description: initial surgery on (B)(6) 2017 surgeon not able to tension wires. Used russian tension wires. Additional surgery on (B)(6) 2017 to replace two wires due to being loose. The complaint report form also indicates: the device failure had adverse effects on patient; the initial surgery was not completed with the device; a replacement device was not immediately available to complete the surgery (used russian tension wires); no clinically relevant increase in the duration of the surgical procedure; an additional surgery was required (performed on 8/10/2017); copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: patient is great. On september 8, 2017, orthofix (B)(4) received the following additional information on the event: "we replaced one of the wires during the revision surgery. It was our 54-1215 1.8mm bayonet/stopper wire. It was a wire that was placed in the metatarsals. During the initial surgery, when we found them at the tensioners were not working properly, we were forced to tension wires using the russian tensioning technique, which is manually tensioning the wires by twisting the wire fixation bolts. There were 9 wires used in the procedure. I do not recall off hand, but the majority of the wires were tensioned manually "russian technique" do to the tensioners not operating successfully. The goal of the tensioner is to achieve 100+ kg. During this procedure we could not achieve more than 50kg. This is why russian tensioning was preferred. The revision surgery was replacing 1 metatarsal wire. None of the remaining 8 wires were loose and were not replaced. The replacement of the wire may not have been solely because it was loose. The patient is not having problems with loosening of any other wire in the frame. The patient overall is doing as expected or as good as one would wish for while moving forward with the gradual corrections of his frame". Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2017-00055) orthofix (B)(4) checked the internal records related to the controls made on the device code 54-1139 lot 1501630 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of 10 devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation (please also kindly refer to MFR report 9680825-2017-00055) the technical evaluation of the devices involved, received on september 6, 2017, is currently on going. Medical evaluation (please also kindly refer to MFR report 9680825-2017-00055) the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical investigation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: devices code: 54-1139 (tl plus wire tensioner with tip); batch number: 1501630-6 and 1501630-4; quantity: 2 (please also kindly refer to MFR report 9680825-2017-00055); hospital name: (B)(6) hospital; surgeon name: (B)(6); date of initial surgery: (B)(6) 2017; body part to which device was applied: foot; surgery description: correction; patient information: (B)(6) years, male, with club foot deformity; problem observed during: clinical use on patient; type of problem: device functional problem. Event description: initial surgery on (B)(6) 2017 surgeon not able to tension wires. Used (B)(4) tension wires. Additional surgery on (B)(6) 2017 to replace two wires due to being loose. The complaint report form also indicates: the device failure had adverse effects on patient; the initial surgery was not completed with the device; a replacement device was not immediately available to complete the surgery (used (B)(4) tension wires); no clinically relevant increase in the duration of the surgical procedure; an additional surgery was required (performed on (B)(6) 2017); copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: patient is great. On september 8, 2017, orthofix (B)(4) received the following additional information on the event: "we replaced one of the wires during the revision surgery. It was our 54-1215 1.8mm bayonet/stopper wire. It was a wire that was placed in the metatarsals. During the initial surgery, when we found them at the tensioners were not working properly, we were forced to tension wires using the (B)(4) tensioning technique, which is manually tensioning the wires by twisting the wire fixation bolts. There were 9 wires used in the procedure. I do not recall off hand, but the majority of the wires were tensioned manually "(B)(4) technique" do to the tensioners not operating successfully. The goal of the tensioner is to achieve 100+ kg. During this procedure, we could not achieve more than 50kg. This is why (B)(4) tensioning was preferred. The revision surgery was replacing 1 metatarsal wire. None of the remaining 8 wires were loose and were not replaced. The replacement of the wire may not have been solely because it was loose. The patient is not having problems with loosening of any other wire in the frame. The patient overall is doing as expected or as good as one would wish for while moving forward with the gradual corrections of his frame". (B)(4).